Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the lens had scratches. Functional testing involved delivery accuracy testing and found the device to be within manufacturing specification of +/-6%. The problem source could not be identified for the reported delivery accuracy issue. Review of the event history log showed the pump displayed that three 10ml bolus tests were performed prior to the pump's return to smiths medical as well as error 1861. During the investigation the downstream occlusion sensor failed testing. Both the downstream occlusion sensor and the damaged lens were replaced. Based on the investigation, the complaint allegation of failed accuracy was not confirmed; the complaint allegation of screen damage was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-7.2%." It was also reported that the pump had screen damage. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.